Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) internal report (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-61 -improper use/ mishandled by end user. Note: contact was made with the customer on (B)(6) 2018. Customer was at work and could not confirm the lot number. Requested customer to send back products for investigation. Advised customer to take the products back to place of purchase for replacement. Customer is not satisfied and stated that he will switch to a different company.

Event description:
Per email to thi on 12/1/2018 -good morning, I am experiencing a what I would deem a higher than normal failure rate on your trueplus single-use insulin syringes part number 56515-1731-01 lot number np18078. After earlier issues I learned to fully remove the plunger from the body and reinstall thereby filling the chamber with air. When depressing the plunger obviously the air should escape through the needle. Rather I am finding on the defective syringes the air is trapped and cannot escape indicating a blockage. In an experiment to determine the blockage I have filled the chamber with water and used the hydraulic pressure to force the obstruction out. My testing has had mixed results with some success and that wouldn't clear themselves (all testing performed on occluded syringes). Those that cleared showed a residue of some sort with what appeared to be a gelatinous string. I have the availability of ir analysis at my place of employment - the residue did not match any known references in our database - but then we don't routinely perform ir on such applications. To date out of 25 syringes I have experienced 6 occluded syringes. The previous box (100) demonstrated an estimated 5. I still have one box unopened lot number(s) unknown) that may be of questionable quality as well. With this I am concerned about the quality of the trueplus syringes. This is my first time using them, they were supplied to me by our local pharmacy for treating my diabetic cat. Previously we were using a different manufacturer with zero failures.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-140- supplier manufacturing defect. Note: contact was made with the customer on (B)(6) 2018. Customer was at work and could not confirm the lot number. Requested customer to send back products for investigation. Advised customer to take the products back to place of purchase for replacement. Customer is not satisfied and stated that he will switch to a different company.

Event description:
Per email to thi on (B)(6) 2018: good morning, I am experiencing a what I would deem a higher than normal failure rate on your trueplus single-use insulin syringes part number 56515-1731-01 lot number np18078. After earlier issues I learned to fully remove the plunger from the body and reinstall thereby filling the chamber with air. When depressing the plunger obviously the air should escape through the needle. Rather I am finding on the defective syringes the air is trapped and cannot escape indicating a blockage. In an experiment to determine the blockage I have filled the chamber with water and used the hydraulic pressure to force the obstruction out. My testing has had mixed results with some success and that wouldn't clear themselves (all testing performed on occluded syringes). Those that cleared showed a residue of some sort with what appeared to be a gelatinous string. I have the availability of ir analysis at my place of employment - the residue did not match any known references in our database - but then we don't routinely perform ir on such applications. To date out of 25 syringes I have experienced 6 occluded syringes. The previous box (100) demonstrated an estimated 5. I still have one box unopened lot number(s) unknown) that may be of questionable quality as well. With this I am concerned about the quality of the trueplus syringes. This is my first time using them, they were supplied to me by our local pharmacy for treating my diabetic cat. Previously we were using a different manufacturer with zero failures.